Manufacturer narrative:
The camera cable for the navigation system was returned to the manufacturer for evaluation. Visual inspection found that the cable was cut in half and functional testing could not be performed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the communication cable for the camera was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect camera cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system displayed that the localizer on the camera was not connected. It was reported that the cranial application software became unresponsive when the reported issue occurred . It was reported that a second medtronic navigation system was brought into the operating room (or), to complete the procedure. During the procedure, the representative noted slight physical damage to the camera communication cable. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.